Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the 4th firing in a thoraco/lobectomy procedure, the knife did not advance and u-shaped staples fell down. Reinforcement material was not used. Because the knife did not advance, the tissue was not resected. The display of the device could not be confirmed at the time of the event. The procedure was completed with another device. The status of the patient was reported as no problem.